Event description:
Additional information revealed that patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable following a spinal fusion surgery wherein the ipg was not put into surgery mode. No intervention is planned at this time.